Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a bilateral total knee replacement, while suturing, the middle of the suture broke. It was noted that four sutures had the same issue. The surgical time was extended by 15 minutes. The user replaced the device to resolve the issue. There was no patient injury.

Event description:
According to the reporter, during a bilateral total knee replacement, while suturing, the middle of the suture broke. It was noted that four sutures had the same issue. The surgical time was extended. The user replaced the device to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: vlocm0134, vlocm0134 v-loc* 90 3-0 clr 58cm p14x12 (lot#a3j2064vfy); vlocm0134, vlocm0134 v-loc* 90 3-0 clr 58cm p14x12 (lot#a3j2064vfy); vlocm0134, vlocm0134 v-loc* 90 3-0 clr 58cm p14x12 (lot#a3j2064vfy). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.